Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A f/u report will be provided.

Event description:
During a platelet collection procedure, the nurse used saline instead of acda. The donor stayed at the site for 30 minutes and was feeling well when he left the center. The customer followed up with him the next day. He reported no symptoms and has been feeling well since the event. The (B)(6) was contacted about this event, by the collection site supervisor. No medical intervention was necessary and the pt had no reactions to the incident. The disposable set was discarded, so it will not be available for return. This report is being filed due to the potential for injury.